Event description:
The recipient's electrode array reportedly extruded into the ear canal. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
The recipient's newly implanted device has reportedly been activated.

Manufacturer narrative:
(B)(4). The device passed both the external and photographic imaging inspections. System lock was verified. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.